Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 314 mg/dl. Customer's mother reported she was not too sure if there was any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by unresponsive act button due to flatten dome switches (creased). The device was received with cracked case at the display window corners and battery tube threads and minor scratched display window.